Event description:
The customer reported the system continuously was blowing circuit breakers. The system will not boot up, perform fluoroscopy or display a live image. There is no report of pt injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The transformer and surge suppressor were replaced during the service call. The system was tested and found to be working as intended and put back into service.